Event description:
A high density catheter was prepped in normal way. The cable was plugged in but the rep noticed that the error message came up. The cable was changed out and tried again but still was not working; the error message kept appearing. So, a new catheter was used and worked fine (unknown lot number on the new device).